Event description:
During a pacemaker battery replacement procedure on a pacemaker dependent patient with an ¿end of life¿ battery, the pulsar system was activated and the remaining energy in the battery drained completely impacting the pacing of the patient's heart. No bypass/external pacemaker was being used at the time therefore, the leads on the pacemaker were then hooked up to an external pacemaker to pace the heart while completing the procedure. Facility refused to provide patient information but did indicate that the patient is alive and well.

Manufacturer narrative:
Product event # (B)(4). Eval, method, results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.